Event description:
During the routine follow-up of the device involved in this report, a warning about high impedance at ventricular coil level (continuity) was displayed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Method: review of the electronic data and files rec'd. Review of mfg records. Conclusions: during re-intervention scheduled date, continuity measurements were unstable; therefore, physician requested an add'l analysis before performing a system revision. Refer also to MDR: 9610579-2010-00171, which is the report for the associated ovatio dr, (B)(4). Review of the mfg records of the subject device did not reveal any abnormalities potentially related to the issue. Reportedly, upon scheduled re-intervention, new rv continuity measurements were found unstable (23 measurements performed, around 50% were ok). Shock impedance tests (eps) were performed and were found normal. Therefore, the physician did not want to perform a revision before these new results were analyzed. Analysis of the files retrieved confirmed previous observations. The intermittent abnormal rv continuity values is most probably related to a connection issue or a lead conductor failure. Previous recommendations still apply.